Event description:
An elevate anterior graft was implanted on (B)(6) 2011, for vaginal prolapse repair. It was reported the pt experienced mesh erosion on (B)(6) 2011, which caused pain, vaginal discharge and urinary infections. Following two operations to remove the mesh, her symptoms resolved but she developed nocturnal urinary incontinence. It was also reported that during the operation for prolapse repair, the bladder was inadvertently punctured then repaired.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.